Event description:
Following a diagnostic procedure, an angio-seal device was placed in the pt's left common femoral artery and hemostasis was successfully achieved. Twelve hours following device placement, the pt bent his leg and pushed himself up in his hospital bed, at which time he felt a pop and immediately began to experience a quickly expanding hematoma in the left groin, manual pressure was held, but did not control the bleeding. The pt was started on a dopamine drip while a surgical consult was called. The pt was taken to the operating room, where he coded as he was being transferred to the operating room table. The surgeon opened the groin while the pt was coding and being transfused. Massive blood loss was noted, as well as a laceration in the artery. The angio-seal device was not located. The pt expired; cause of death (listed as myocardial infarction due to hypovolemia.